Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported device is not expected to be returned to the synthes manufacturer for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on july 29, 2016. It was reported that the revision surgery was performed on (B)(6) 2016 and the reported t-pal spacer was removed from the patient. It was further reported that the patient's postoperative progress is going well.

Manufacturer narrative:
Patient information is unknown (B)(4) lot unknown. Device ended up in a location of the patient that was not intended. Device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that a surgery for degenerative scoliosis took place on (B)(6) 2016. During the surgery, the reported t-pal spacer accidentally went into the patient's psoas major muscle. This occurred due to the surgeon technical failure. The surgery was extended for sixty (60) minutes due to the event, but the spacer was not removed. A revision to remove the t-pal spacer was planned for (B)(6) 2016; it is unknown if that occurred as planned or not. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.